Event description:
It was reported that the right ventricular lead has had high threshold values since implant and they continue to rise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the defibrillator conductor fractured due to overstress, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.